Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinician that unable to capture in unipolar at 7.5 volts and 0.4 milliseconds. Capture was reported in bipolar. The lead was reprogrammed from adaptive to monitor only and remains in use. No patient complications have been reported as a result of this event.